Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they told her they had a hard time placing it on the left side". The patient's past medical history included complication of device insertion in (B)(6) 2014, multigravida, live birth in 2003, live birth in 2005, live birth in 2009 and uterine bleeding. Concurrent conditions included joint dislocation. Concomitant products included levonorgestrel (mirena) for birth control as well as anesthetics, general (general anesthesia), citalopram hydrobromide (celexa) since 2016, ibuprofen since (B)(6) 2016 and vicodin (lortab) from april 2016 to may 2016. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss").in 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and alopecia was resolving, the vaginal haemorrhage, menorrhagia, genital haemorrhage and uterine haemorrhage outcome was unknown and the weight increased had resolved. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Added events abnormal bleeding (vagina, menorrhagia), weight gain and device difficult to use. On (B)(6) 2016, she explanted essure. Updated events, outcome and onset date. Incident:; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the abdominal pain, genital haemorrhage, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.